Event description:
The rptr called for a replacement meter and said that she had obtained the er1 message several times in the past. She used the confirmation dot on the test strip to make sure she had used enough blood, however, she said she didn't check it with the vial (color chart comparison). She stated that she had retested each time and obtained results consistent with her normal readings of 100-150.